Event description:
It was reported that the programmer was not always able to boot up. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that the programmer was not always able to boot up, however the power supply was replaced as a preventive. Analysis did find that the electrocardiogram connector on the link electronic module (lem) board was loose and therefore the lem board was replaced and calibrated, and that the system fan was noisy and it was also replaced. Concomitant medical products: product ID 229047 software analyzer. (B)(4).

Event description:
It was reported that the programmer was not always able to boot up. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID: 2067 radiofrequency programmer head; product ID: 229047 software analyzer; (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.